Manufacturer narrative:
The customer's reported complaint of a catheter leak was confirmed during functional testing. The root cause of the reported issue resulted from a shaft leak. A visual inspection of the returned catheter was performed. The catheter was received with accumulated blood on the balloons, shaft, and lured tubing's and infusion ports. The balloons were examined and there were no tears, balloons bond detachment or rupture. All lumens flushed as intended. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a shaft leak was noted. Balloons were able to deflate without difficulties. No abnormalities with the catheter were seen that would have contributed to the symptoms for the shaft leak. During manufacturing, all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Thus, it is probable that the shaft leak was caused by abrasive surface contact to the catheter during device operation. All catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength prior to lot release.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient's temperature prior to the ivtm therapy was 36. 42 °c. The thermogard console was set to a target temperature of 33 degrees celsius. A zoll quattro catheter was inserted into the patient's right femoral vein by an inexperienced physician. It is not known whether or not the insertion was smooth or if there were multiple insertion attempts. The attending nurse reported that 1-2 days after insertion, the thermogard xp ivtm console presented an air trap alarm and the saline bag was found empty. According to the reporter, there was no leak observed around the catheter, console, or floor and no blood was found in the tubing. Per advice from the intensivist, neither the catheter or start-up kit were replaced. In a follow-up with the zoll clinical specialist, it was indicated that the air trap alarmed cleared after the saline bag was replaced. As a result of the suspected catheter leak, the saline bag was replaced continuously (up to 8 times). The patient was able to complete their temperature management therapy. The catheter was removed approximately 2.5 days after the issue was observed. There was no patient consequences reported as a result of the issue.